Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A stapler log review conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: the logs show a sureform 60 stapler instrument (part #480460-09, lot #l83230829-0593) was installed on the system 7 times and fired 7 sureform 60 reloads (1 blue, 1 green, 2 blue, 3 white, in that order). On install 1, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~50% completion. On install 2, the first clamp was successful, and the firing was completed with 4-5 pauses for compression. On installs 3, 5, and 6, the first clamp was successful, and the firings were each completed with 2 pauses for compression. On install 4, the first clamp was successful, and the firing was completed with no pauses for compression. On install 7, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted single anastomosis duodenoileostomy with sleeve gastrectomy (sadi-s) procedure, a staple line on stomach tissue was bleeding after a successful fire of a white sureform 60 reload with a sureform 60 stapler instrument. The surgeon then over sutured the staple line, which did not resolve the bleeding. Arista, tisseel, and surgicel hemostatic agents were applied to resolve the bleeding. No buttress material was used with the white sureform 60 reload. No error messages or complications occurred during the firing process. The procedure was completed robotically. On 02-oct-2024, intuitive surgical, inc. (Isi) received FDA medsun report with uf/importer report (B)(4) stating: "surgeon concern with da vinci stapler 60 white loads (ref #48360w, lot# k10240215, expiration 02/28/2026). Surgeon stated she had a 'concern for staple formation abnormality.' Deployed staples were left in place with area over sewn by surgeon. All reloads with affected lot numbers were removed from the shelf and taken out of use for return to vendor."